Event description:
Provider states that the head section of bed weld bent and broken. In speaking with the reporter it was learned this unit has just recently been placed in service. There was no report or any information of harm or injury.

Manufacturer narrative:
(B)(4) has been initiated for this issue. The owner's manual part number (B)(4), rev.f, (aug-07) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown.the malfunction has not been confirmed.